Manufacturer narrative:
The reported event could be confirmed, since the nail was received in broken condition. With available information it was not possible to determine the time of implantation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The device inspection revealed the following: the nail, standard t2 femur nail, which had been implanted in retrograde manner, was completely broken in the thinned webs of the proximal, round drill hole at distal and in the oblong drill hole at proximal. The appearances of both breakage surfaces identified both breakages had occurred in fatigue manner ¿ indicated by lines of rest, small areas rubbed shiny, smooth surfaces and missing plastic deformation. The breakage line for the round drill hole had changed from straight to oblique which usually is the result of torsional force application. The oblong drill hole also presented evidence of fatigue but with significantly rougher surface topography which, in this case, resulted from high application of torsional forces. Received x-ray images were forwarded to a medical expert for review. He confirmed non-union in the distal fracture line. He could not identify a medical reason for nail breakage. He had no concerns regarding remaining nail fragments. Based on investigation, the root cause was attributed to a patient related issue. The event was caused by high axial load and was contributed by non-union. A deficiency of the nail was not verified.

Event description:
As reported: "patient is an inmate, incident occurred while playing basketball resulting in the broken nail. Patient is also hepatitis c positive. Original nail results in a non-union, original t2 femur a/r nail explanted and t2 scn implanted. The proximal portion of the t2 femur a/r remained in the patient." It was also reported that the patient experienced pain.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "patient is an inmate, incident occurred while playing basketball resulting in the broken nail. Patient is also hepatitis c positive. Original nail results in a non-union, original t2 femur a/r nail explanted and t2 scn implanted. The proximal portion of the t2 femur a/r remained in the patient." It was also reported that the patient experienced pain.